Event description:
Pt receiving consolidation therapy with 6-mp daily, methotrexate weekly, predisone days #1 through #5 every 4 weeks, and monthly vincristine. Pt was administered vincristine treatment in right hand. A few days later they developed a discolored and irritated lesion over the sorsum of their right hand, where their vincristine had been administered. The site was dressed and pt sent to a plastic surgeon for follow-up. The pt has agreed to have port-a-cath placement for their therapy and is scheduled for surgery.